Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced failure of the product to contain blood, and insufficient blood flow through the device. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: on 11.12, when the day shift nurses took blood samples from the 63-bed patient, they found that the bd arterial blood collection device had no negative pressure and the tube wall was damaged. They immediately replaced the blood collection device with a new one.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with colored water, and no issues were observed relating to insufficient flow / damaged barrel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes insufficient blood flow and damaged barrel. Bd was not able to identify a root cause for the indicated failure modes.